Event description:
It was reported the rigid video scope looks green on the sideward of the screen. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results and correction. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore there are stripes in image, and the fiber bonding in the outer tube area (distal end) is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure and failure to follow instructions. The event can be prevented by following the instructions for use which state: "notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube". "Warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations. No cuts and other defects on the outer sleeve of the cable. No scratches. No corrosion, dirt or debris. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope looks green on the sideward of the screen. There were no reports of patient harm.